Event description:
The dr. Was using the endostitch with a number 0-polysorb and number 0-ethibond sutures to suture in a mesh to the pt's diaphram (hernia repair). While the dr. Was suturing the mesh, there was a noise and the device was pulled out. The endostitch "malfunctioned" and caused the suture needle to break in half. One half remained in the endostitch applier and the other half fell into the pt's abdomen. The doctor could not find it. An abdominal x-ray confirmed the presence of this very small, tenth of an inch, metallic structure. The dr. Proceeded by gently irrigating the peritoneal cavity, specifically in the left upper quadrant where the needle was identified and suctioned to clear. A subsequent x-ray did not demonstrate this metallic piece. The wound was closed without tissue/patient injury. The needle was not retained. The manufacturer's response for the auto suture device, endo stitch 10mm is that they would need to evaluate the device.